Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the connection sockets and air joints were worn. However, the cause of the worn connection socket and air joints was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during the preparation for use of their maintenance unit device, the suction feet at the bottom of the device had weak suction force; additionally, the area where the scope is connected to the device kept popping off. When the device was received for evaluation by an olympus repair facility, it was discovered that the front power switch was broken, with a cracked protective cover and its plastic cap torn off. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device evaluation confirmed the customer's originally reported issue of weak suction force in the suction feet. The following additional findings were also noted during device evaluation: loose connection due to worn out connector socket and air joint unit, and top cover with a deep paint scratch. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.